Event description:
The following has been reported: "customer reporting during pm, device alarmed keypad error 20. Disassembled unit and restarted all connections, no change. Replaced outer housing with keypad, with new assembly, no change. Replaced new w/ previous housing with keypad. Send to the manufacturer for evaluation and/or repair. No adverse reactions reported." Reporting as a conservative measure due to the referenced issues. There were no reports of an adverse event. More information is needed to complete the investigation.